Event description:
Subsequent to the previously filed report, additional information was received: to stabilize the second clip, slda clip (40715a1100), an additional clip. Mitraclip xtw (40715r2102) was inserted, and grasping was performed. However, the mean pressure gradient increased to 8-9mmhg. After the leaflets were ungrasped, the gradient returned to 5mmhg (baseline). The clip was removed from the patient. The patient did not experience any adverse patient effects due to the increase in pressure gradient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, a cause for the reported migration (partial clip movement) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat ventricular functional mitral regurgitation (mr) with a grade of 4. The first clip, mitraclip xtw (40715a1119), was inserted and deployed medially on the mitral valve. However, post deployment, the clip was observed to be moving in a lateral direction. The second clip, mitraclip xtw (40715a1100), was inserted and deployed laterally, reducing the mr. To further reduce the mr, a third clip, mitraclip xtw (40708r1038) was inserted and advanced to the mitral valve. However, prior to grasping, the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, the third clip was removed from the patient. To stabilize the slda clip, an additional clip. Mitraclip xtw (40715r2102) was inserted, and grasping was performed. However, mr was unable to be reduced and the pressure gradient was noted to be unacceptably high. Therefore, the clip was removed from the patient. The procedure was completed with two clips implanted. There was no clinically significant delay in the procedure.